Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, forward firing was observed. The aiming beam fired from the top at 170,000 joules. The procedure was completed using a second fiber. Pt outcome: "ok, no harm".